Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified. If the device is returned at a later date, the complaint will be reopened and a complete evaluation will be performed.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges the helix device was stuck inside of the channel. This failure took place towards the end of the procedure. No additional patient consequence to report.